Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they did not see whole sensor, small part was inside the body. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer assisted with troubleshooting. The sensor will not be returned for analysis.